Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected, which was not correct in the initial report. The information has been provided in section h1 with this report.

Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the battery compartment, stuck button alarm and high bgs found on 31-dec-2022. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. Performed visual inspection and there was nothing stuck inside the battery compartment noted. Also, no damage on the battery compartment noted. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. The pump was monitored, and no stuck button alarm noted. Successfully downloaded history files and traces using thump. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2022 11:36:26.000 (B)(6) 2022 11:55:03.000 stuck button alarm/pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:44:44.000 (B)(6) 2022 13:10:01.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 15:59:00.000 upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump was cut open to perform visual inspection and found j1 connector on pcba 1 was locked properly. However, corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A test case was used, and the original pcba 2 was cleaned, installed in a test pcba 1, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A test case was used, and the original pcba 1 was cleaned, installed in a test pcba 2, test case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) due to corrosion on the pcba 1 and pcba 2. There were no unexpected pump errors/alarms noted 1 week prior to the event date 31-dec-2022 in the formatted history file.  Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted. Unable to verify customer alleged for high bgs. High sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) was confirmed due to corrosion on the pcba 1 and pcba 2. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was missed in the initial report. The information has been provided in section b5 of this report.

Event description:
Customer experienced hyperglycemia with blood glucose value was 27 mmol/l which was treated with manual injection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a stuck button alarm. Troubleshooting was performed and found that the pump was exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will continue to use the device on receipt of a replacement of the insulin pump and will be returned for analysis.